Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 514 mg/dl on the aviva system compared back to back with a result of 207 mg/dl on a professional system when testing was performed within 10 minutes. It was reported that the aviva system was not properly coded. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.